Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the rv lead. X-ray revealed that the lead was strained. Sensing and impedance values were in range. The lead was explanted and replaced. The patient was stable before and after the event.